Event description:
It was observed that during the device evaluation, the distal end plastic cover of the colonovideoscope was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found distal end plastic cover of the colonovideoscope was burned. Based on the results of the investigation, a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip possibly caused the burn on the plastic distal end cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.